Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device is included in the s-ICD premature depletion physician communication. Due to the patient's health conditions (dialysis and amputee) it is unknown if the device will be replaced.